Event description:
After inserting the delivery needle into the meniscus and attempting to deploy first implant, the implant would not fully deploy and became stuck in the meniscus. The meniscus tore as the surgeon was attempting to remove inserter needle and implant. This was the second attempt. A third implant was used and the repair was completed.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).